Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced the high blood glucose of 471 mg/dl. The customer reported that the insulin pump had motor error alarm. The customer reported that the drive support cap was normal. The customer stated that they were able to clear the alarm and able to complete the rewound. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to corroded motor home switch noted.